Manufacturer narrative:
The information that provided with the initial report was incorrect. The correct information has been included with this report. (B)(4).

Event description:
It was reported that the customer never stated that the insulin pump was not working or it had a blank display.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call insulin pump was not working so customer was using manual injection to sustain. Customer¿s blood glucose was 184 mg/dl at time of incident and current blood glucose was 84 mg/dl. Customer stated that auto mode was not active and not automatically delivering insulin at time of high blood glucose event. Insulin pump will be returned for analysis.